Event description:
The patient was undergoing a coil embolization procedure to treat gastric varices using pod packing coils (pod pc) and a non-penumbra microcatheter. During the procedure, while advancing the pod pc into the target vessel using the microcatheter, the technician kinked the pusher assembly of the pod pc and consequently, the pod pc unintentionally detached in the microcatheter. Without realizing that the pod pc had detached, the physician advanced another pod pc and encountered resistance. Subsequently, the physician noticed that the first pod pc was still in the microcatheter. Therefore, the pod pc was removed. The physician then pulled the microcatheter containing the detached pod pc from the patient and the coil was flushed out. The procedure was completed using another pod pc and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.